Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 121 mg/dl at the time of the incident. Customer stated that screen is slightly legible, but is also hard to see as some parts of the screen that should be on the right side of the screen are now on the left. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. No missing segments or partial display during testing. Insulin pump received with serial number label fading.